Event description:
It was reported that the patient presented at the clinic for a follow up visit and it was noted that the device exhibited high thresholds, sensing issues with variation in values, and high/infinite impedance measurements. The physician decided to replace the implantable pulse generator (ipg). Once the new ipg was connected, the lead was tested with normal measurements. The existing lead was used. The physician noted some blood on the is1 connector from the lead when he took out the lead from the old pacemaker

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.